Event description:
The consumer had to have a lesion removed from his left ear. The consumer's physician stated that this condition may have been related to sun exposure and chronic irritation. The physician stated that the chronic irritation may have been related in part to a poorly fit device. The physician commented that this condition probably would have occurred with any device of this type. The physician stated that the consumer's condition was temporarily/reversible. The device dispenser stated that the sore was on the outside of the consumer's ear (tragus area) which is a location that never comes into contact with the device. It is unclear how the device could have been related to this event.